Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump alarmed button error and has to press the buttons just right in order for them to work. Customer stated when he primes he presses the act button and the device would prime on its own. Alarm has occurred during prime and normal use. Customer's blood glucose was 300 mg/dl. Customer stated he took a shower and the device was in the bathroom, device might have humidity. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
No button error alarms were noted. However, the act button did not respond due to corroded keypad traces. No scrolling numbers on the display or moisture on the electronics were noted. The pump had minor scratches on the display window, a cracked case at the display window corners, a broken reservoir tube lip, and a missing end cap sticker.